Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Use error: per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that an occlusion alarm occurred. The customer experienced blurry vision, difficulty with a wound healing and blood glucose (bg) level was 552 mg/dl. The customer addressed bg level with a manual injection. During a systems check with tandem technical support (cts) it was discovered customer was using fiasp within the cartridge. Cts educated customer regarding cartridge/insulin labeling. Customer successfully changed the pump supplies and resumed insulin delivery after the system check.